Manufacturer narrative:
Resubmittal of supplemental 004 due to prior transmission error. Foreign zip code (B)(6).

Event description:
It was reported that t2 implant would not deploy from the fast-fix 360 straight needle delivery system. No patient injury.

Manufacturer narrative:
H10; h3: visual assessment of sample showed t1 is free from the insertion needle. The actuator is in its pre-t2 deployment position indicating a deployment of t1. T2 remains in its pre-deployment position on the needle. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. T2 deployed as a result of the test. A second device was received, however it was not activated, testing performed showed it was within specifications and functioned as intended. This investigation could not identify any evidence of product contribution to the reported complaint. A review of the device history record was performed which confirmed no inconsistencies. D10: device returned for evaluation. H3: device evaluated by the manufacturer. H6: evaluation codes updated.